Event description:
The customer reported that the device would not cut. A new device was used and functioned without issue. There was no pt injury. The device was returned and initial inspection found that part of the webbing fell from the device upon removal from the packaging. The clear insulation has a hole in it as well. This indicates that the webbing pierced through the insulation and was protruding at some point.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.